Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that glass breakage occurred during use with a bd tube acd gh 13x100 6.0 plblce yel. The following information was provided by the initial reporter, "glass tube breakage. Glass part of acd tube broke just below the lid while handling samples."